Event description:
Patient is an adolescent with bilateral cochlear implants. His right side was implanted when he was a toddler. His left side was implanted ~3 years ago. More recently, his older right implant has been functioning poorly for him. It does not provide him with useful sound and makes distracting noises. He notes that last fall, he began noticing a "bumblebee" bubbling sound in the right cochlear implant. In spite of adjustments to his maps, this would not go away. He had his processor upgraded on the right and this did not improve things. He now feels that he cannot tolerate this. He wears his processor so that he does not get in any trouble, but leaves itturned off. His parents are very frustrated with this. They want him to benefit from both implants. They also feel that there has been a recent decline in his performance in school, which they think might be due to his right implant not being utilized. He underwent integrity tests by cochlear corporation ~5 months ago. The test was interpreted as normal.recently, the patient came in to have his existing right side device explanted, and replaced with a new one. The device was explanted as defective and sent to biomedical engineering.